Event description:
The customer reported multiple test failure including shock, pacer, and spo2 test failures. Also noted was that the device would stop responding when the charge button was pressed during testing.

Manufacturer narrative:
The customer evaluated the device, and reported to philips that the failures were resolved by replacing the processor pca.